Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. During the on site inspection, the medtronic representative reported that the x-stage cover was damaged due to dowel pins being driven into the top and not allowing the system to reach full extent of travel for invalidate home process. The rep removed the cover and completed the invalidate home sequence. After this, the system was able to dock. The rep then replaced the damaged x-stage and repeated the process with no further issue observed. A successful system checkout was performed which verified that the issue had been resolved. The replaced x-stage cover was sent to the manufacturer for part analysis. During part analysis there was a confirmed physical damage failure with the x-stage cover.

Event description:
A medtronic representative reported that the imaging system would not dock. The rep invalidated home and attempted the motion calibration multiple times on the system. The issue continued, and it was reported that the system would exhibit sudden unexpected movement while attempting to dock. No patient was present during the time of the reported incident.